Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -10.5/+2.5/084 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer, different model lens due to lens tilting. The problem was not resolved. Reference MFR report 2023826-2019-02429 for replacement lens.